Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was possibly inoperable as the patient did not recharge the device for significant amount of time. Consequently, surgical intervention was taken on (B)(6) 2016 wherein the ipg was explanted and replaced with another model which resolved the issue.